Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) lead stretched, the inner tubing was buckled/kinked and blood was noted in the helix mechanism.

Event description:
It was reported that prior to implant, there was no movement of the helix after 15 rotations. The lead was not used and there was no patient complication that resulted from this issue.